Event description:
The device was explanted.

Event description:
Healthcare professional reported a right side deflation. The device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified crease fold, wear abrasion, and more than three openings on the anterior. Leak test and microscopic analysis were performed which identified more than 3 openings striated on the anterior, and broken striated edge on the plug strap. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was more than three striated openings due to surgical damage consistent in the use of some surgical tools, and a broken striated edge on the plug strap due to surgical damage consistent in the use of some surgical tools.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.